Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-11367. The patient has three leads (two are the same model/lot for off-label use). It was reported the patient has not used his scs system for two years due to not receiving effective stimulation. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.